Event description:
Customer reported device memory contained results that were not located in patient log book. Device result = 119 mg/dl which patient denies as they value and claims it was in the memory prior to purchasing the device. Customer purchased device and stated the box was sealed and undamaged. No treatment. Age of device was not provided. A request was made for return product and replacement product was sent.